Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low battery alarm due to blank display. Device had broken battery cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was not turning on. The display of the insulin pump was blank. The blood glucose level of the customer was 192 mg/dl. The customer stated that the display did not return after inserting new battery. The blank display persisted after changing the battery cap./ the insulin pump will return for analysis.